Event description:
The customer reported there was damage to the cord. The scope was sent to an olympus service center for evaluation. During inspection and testing, angulation of the scope did not work. This report is being submitted for the malfunction found during evaluation (angulation not functional). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the angulation was not functional due to deterioration of the angulation mechanism by rust. In addition, the light guide cable was leaking air, the light guide bundle was yellowing, leaks were detected at the main operation unit, grip, and up/down plate, the light guide bundle had a liquid leak, the adhesive on the bending section cover was chipped, the video connector was deformed, the label was peeling, and switches one, three, and four did not work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 07-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the rusting of the internal metal due to the internal water invasion caused by the watertight destruction of the scope. Olympus will continue to monitor field performance for this device.